Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the patient's onetouch verioiq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. No contact details were provided for the patient so it was not possible to perform a follow-up call. There was no information provided by the reporter for this complaint, other than the patient allegedly obtained an inaccurate high reading from the subject meter and at an unknown date/time the patient was admitted to hospital for hcp treatment. This complaint is being reported due to the patient having allegedly received hcp hospital treatment.